Manufacturer narrative:
Manufacturing review: a manufacturing review was not performed as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is inconclusive for the reported event. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/ potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques movement, migration or tilt of the filter are known complications of vena cava filters. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. Perforation or other acute or chronic damage of the ivc wall. Filter tilt. Filter malposition. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed in an upright position inferior to the renal takeoffs. The vena cava filter was deployed for protection of pe, due to multiple spine and lower extremity fractures. There was no reported patient injury. New information received: it was reported that approximately five years eleven months post vena cava filter deployment, the patient allegedly experienced significant physical injuries as a result of the following events: the filter embedded, migrated, tilted, detached, perforated and/or otherwise became irretrievable. No additional information was provided.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient had a history of multiple spine and lower extremity fractures. The filter was deployed for protection of pe. A vena cava filter was deployed inferior to the renal takeoffs. Guided fluoroscopy demonstrated the filter in an upright position in the ivc. No other pertinent information was provided in the medical records. There were no allegations of a malfunction of the vena cava filter. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: neither the device nor images were returned. Medical records were provided. The medical records allege a filter was deployed successfully in an upright position. There were no reported difficulties experienced during the deployment procedure. No other relevant information was provided in the medical records. The investigation is inconclusive for the reported event. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - filter fracture is a known complication of vena cava filters. - movement or migration of the filter is a known complication. This may be caused by placement in the ivc's with diameters exceeding the appropriate labeled dimensions specified in the IFU. - perforation of other acute or chronic damage of the ivc wall. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed in an upright position inferior to the renal takeoffs. The vena cava filter was deployed for protection of pe, due to multiple spine and lower extremity fractures. There was no reported patient injury. New information received: it was reported that approximately five years eleven months post vena cava filter deployment, the patient allegedly experienced significant physical injuries as a result of the following events: the filter embedded, migrated, tilted, detached, perforated and/or otherwise became irretrievable. No additional information was provided. New information received: approximately six years post filter deployment the health care provider determined that the filter detached. One detached limb was seen in the ivc and two additional filter limbs were in the right ventricle at the tricuspid region.

Event description:
It was reported that approximately five years eleven months post vena cava filter deployment, the patient allegedly experienced significant physical injuries as a result of the following events: the filter embedded, migrated, tilted, detached, perforated and/or otherwise became irretrievable. No additional information was provided. New information received: approximately six years post filter deployment the health care provider determined that the filter detached. One detached limb was seen in the ivc and two additional filter limbs were in the right ventricle at the tricuspid region. New information: it was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before orthopedic procedure. At some time post filter deployment, it was alleged that filter limbs detached. Two detached limbs were identified in the right ventricle at the tricuspid region, and one detached limb was identified in the ivc. The device has not been removed and there were no reported attempts made to retrieve the filter or detached limbs. The status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Medical records review: the patient status post trauma had an inferior vena cava (ivc) filter deployed below the lowest renal vein. Approximately five years eleven months post filter deployment, CT scan demonstrated two linear densities in the anterior aspect of the right ventricle which may represent migrated fragments from the ivc filter. An infrarenal ivc filter was identified with a detached limb adjacent to several intact limbs. Approximately six years post filter deployment, fluoroscopy of the ivc filter revealed detached filter limbs within the right ventricle at the tricuspid region. It was recommended not to proceed with retrieval since the removal outweighed the benefit. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Based on the medical record, the investigation is confirmed for detached filter limbs. However, the investigation is inconclusive for tilted filter, migration, perforation, and retrieval difficulties. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (B)(4).

Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately five years eleven months post filter deployment, CT scan of the abdomen and pelvis for hematuria demonstrated two linear densities in the anterior aspect of the right ventricle and a detached limb adjacent to several intact limbs. Therefore, based on the medical record, the investigation is confirmed for detached filter limbs. However, the investigation is inconclusive for tilted filter, migration, perforation, and retrieval difficulties. Based on the provided medical records, there is no clear evidence to confirm for perforation of the ivc as it reported that there was "risk of perforation". Based upon the available information, the definitive root cause for this event is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b5,b7,g4,h6(patient: 2558),h6(device: 2907)

Event description:
It was reported that a vena cava filter was deployed in an upright position inferior to the renal takeoffs. The vena cava filter was deployed for protection of pe, due to multiple spine and lower extremity fractures. There was no reported patient injury. New information received: it was reported that approximately five years eleven months post vena cava filter deployment, the patient allegedly experienced significant physical injuries as a result of the following events: the filter embedded, migrated, tilted, detached, perforated and/or otherwise became irretrievable. No additional information was provided. New information received: approximately six years post filter deployment the health care provider determined that the filter detached. One detached limb was seen in the ivc and two additional filter limbs were in the right ventricle at the tricuspid region. New information: it was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before orthopedic procedure. At some time post filter deployment, it was alleged that filter limbs detached. Two detached limbs were identified in the right ventricle at the tricuspid region, and one detached limb was identified in the ivc. The device has not been removed and there were no reported attempts made to retrieve the filter or detached limbs. The status of the patient is unknown. New information: it was reported through the litigation process that a vena cava filter was placed in a patient due to spine and lower extremity fractures . At some time post filter deployment, it was alleged that the filter's two detached struts migrated to the right ventricle of the heart at the tricuspid region and one strut remained in inferior vena cava . The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced hematuria, blood in urine and chest pain; however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately five years eleven months post filter deployment, CT scan of the abdomen and pelvis for hematuria demonstrated two linear densities in the anterior aspect of the right ventricle and a detached limb adjacent to several intact limbs. Therefore, based on the medical record, the investigation is confirmed for detached filter limbs. However, the investigation is inconclusive for tilted filter, migration, perforation, and retrieval difficulties. Based on the provided medical records, there is no clear evidence to confirm for perforation of the ivc as it reported that there was "risk of perforation".based upon the available information, the definitive root cause for this event is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Patient: 3165), (device: 2907).

Event description:
It was reported that a vena cava filter was deployed in an upright position inferior to the renal takeoffs. The vena cava filter was deployed for protection of pe, due to multiple spine and lower extremity fractures. There was no reported patient injury. New information received: it was reported that approximately five years eleven months post vena cava filter deployment, the patient allegedly experienced significant physical injuries as a result of the following events: the filter embedded, migrated, tilted, detached, perforated and/or otherwise became irretrievable. No additional information was provided. New information received: approximately six years post filter deployment the health care provider determined that the filter detached. One detached limb was seen in the ivc and two additional filter limbs were in the right ventricle at the tricuspid region. New information: it was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before orthopedic procedure. At some time post filter deployment, it was alleged that filter limbs detached. Two detached limbs were identified in the right ventricle at the tricuspid region, and one detached limb was identified in the ivc. The device has not been removed and there were no reported attempts made to retrieve the filter or detached limbs. The status of the patient is unknown. New information: it was reported through the litigation process that a vena cava filter was placed in a patient due to spine and lower extremity fractures . At some time post filter deployment, it was alleged that the filter detached and two detached struts migrated to the right ventricle of the heart at the tricuspid region and one strut remained in inferior vena cava . The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced hematuria, blood in urine and chest pain; however, the current status of the patient is unknown.